Manufacturer narrative:
(B)(4). We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that after completing a CT clinical exam on a pt the operator pushed the down button on the gantry control panel and when the operator released the button the table kept moving down at the same speed by itself and stopped after about 5 inches. Per philips field service engineer (fse) there was no harm to a pt, operator or bystander. The fse checked the error logs and found a s_coucmgr_motion_stop_error. The fse inspected the CT system and found the buttons on the touch panels were working properly, however the fse did replace the vertical brake assembly and inverter module on the system.

Manufacturer narrative:
(B)(4). In this case, the customer reported that after completing a CT clinical exam on a patient, the operator pushed the down button on the gantry control panel and when the operator released the button, the table kept moving down at the same speed by itself and stopped after about 5 inches. Per philips field service engineer (fse) there was no harm to a patient, operator or bystander. The fse stated that the customer mentioned that this issue had occurred two times previously. Subsequent complaint records will address the two previous issues. The fse also provided log files for investigation. The fse checked the error logs and found an error message. The fse inspected the CT system and found the buttons on the touch panels were working properly; however, the fse did replace the vertical brake and the inverter panel assembly. The defective vertical brake and inverter panel assembly were sent to (B)(6) for engineering evaluation. However, the items were held up in (B)(6) and were later returned by (B)(6) to the us and since have been lost. The fse evaluation determined the cause is due to a hardware failure of the vertical brake. The couch motion failed to stop when requested and the e-stop was then opened. The couch vertical position when e-stop was closed was more than an inch below where it was previously stopped. No cause was identified as the parts were not available for engineering to evaluate. Upon further evaluation, CT engineer's investigation determined this reported event was of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Mitigations: design of brake fail-safe for couch movement. (Brake is engaged with loss of power); design critical components with high strengths according to iec-60601-1; additional brake when no movement command is given; design employs a 4:1 minimum safety factor; safeguards: electrical power loss automatically engages the spring-actuated brake; when system not in motion, brake is applied; brake can suspend full load even when being driven downward by motion system; a lock tab is employed on the screw of the motor to lead screw coupling. Vertical brake hardware connected to motor shaft held in place with mechanical fasteners as well as bonded to motor shaft; when the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed.